Manufacturer narrative:
The complaint device is not being returned, it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other similar complaints for this lot devices that were released to distribution. This complaint was discussed with the depuy mitek quality engineer responsible for the product. After hearing the event details, he believes the surgeon likely over penetrated the meniscus which resulted in the silicone tube becoming loose from the needle, which led it to fall off into the patient, a technique related issue. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
One of our sales reps reported a surgeon used an omnispan 12 degree needle in a meniscal repair procedure. The first implant deployed into the patient, and the surgeon pushed the red trigger to advance the second implant. The surgeon then noticed the silicone tube was missing from the needle. The surgeon found the silicone tube in the joint space and removed the silicone tube and the implant from the patient and discarded them. The surgeon then used a competitor's fastfix device to complete the procedure with no harm or consequence to the patient. The sales rep stated that this was the first case in which the surgeon had used the omnispan product, the surgeon had done several demos prior to using the product in this case, including one just prior to the case.